Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up. Upon initial inspection, the station was still not powering up after the field service engineer (fse) unplugged the pixie cable going down the drawer. The fse then replaced the power supply. The station powered up successfully, and the customer was able to log in and verify that all drawers were working. The station was functioning as designed. A proactive preventative maintenance process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.